Event description:
In 2005, the patient received an xpert stent, in an off label use, for a stenosed carotid artery. The stenosis was described as being "from the internal carotid artery to the carotid artery." Reportedly, the procedurewas a "success but because there was an ulcer at the lesion, the stent struts looked as if it was partly wedged in the vessel." Following the procedure, it was noted that the patient remained in the hospital for two weeks due to hypertension (unknown cause) and was given unknown anticoagulation therapy during the hospital stay. The patient was discharged two weeks later. Reportedly, a month later, the patient travelled for a business trip, fainted on the road and was sent back to the facility." Revascularization was performed "owing to stent thrombosis post procedure." It is unknown when the patient was discharged but at last report the patient has "no further issues except for minor numbness on the right hand." The physician suspects that the thrombosis occurred due to a "turbulent flow at the site of the ulcer."

Event description:
Corrected information was received after the initial medwatch was submitted as follows: the pt received an xpert stent, in an off label use for a stenosed carotid artery in 11/2004 discharged two eeks later reportedly, in 11/2004 the pt went for a business trip, fainted on the road and was sent back to the facility."on 11